Event description:
The patient was being treated with accuboost applicators and the nucletron hdr system. At the end of treatment it was noted that (a) the estimated treatment time ended prior to completion of the treatment, and (b) the end of treatment report indicated that none of the treatment had been given. However, all other indications (time of treatment, radiation indicators, console progress indicators) showed that the treatment had been given as prescribed.manufacturer's service representative was on-site the following morning and reviewed the machine logs. These indicated that the treatment was delivered to the patient as prescribed. A communication failure between the delivery unit and the console resulted in the incorrect reporting. After investigation, the service rep reported that the manufacturer was aware of the software issue and that a fix was in process for release later this year. The software issue was solely one of reporting, no error in treatment is associated with the issue.